Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported by the patient's attorney through a legal claim that allegedly on (B)(6) 2018 the patient underwent a left total knee arthroplasty with simplex hv bone cement with gentamicin. It is further alleged that on (B)(6) 2019 the patient underwent revision surgery due to alleged loosening.